Event description:
It was reported that the patient was mowing a bank in their back yard when they experienced a syncopal event with mechanical fall. They had a traumagram but it was negative for injury. They had n<(>&<)>v, headache, freezing of gait and fall on trying to get back up. The cause of the syncope was unknown. They also had nausea and vomiting, thought to be related to the syncope. They thought it was possibly related to the stimulation because the stimulation was not effective for the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that they lowered lfp threshold and adjusted cdbs for left hemibody. The issue was resolved.